Event description:
It was reported that the device was explanted after an implant duration of approx. 22 months. The reason is unk as no other details were provided.

Manufacturer narrative:
The device was not returned for eval.